Manufacturer narrative:
An additional lot number was reported (lot # m004192). However, the cause of the event is not due to the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.